Manufacturer narrative:
The sample is lithium heparin plasma centrifuged for 6 minutes at 3,000rpm. Qc was within the customer's established ranges. The customer is not questioning any other results or assays. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse performed a preventive maintenance (pm). All verification testing met specifications. The fse had the customer look at the sample from (B)(6) 2011. Both noted fibrin and debris in the sample. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected ov monitor result generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician. Repeat testing and a subsequent sample resulted within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.